Event description:
Paramedics responded to a bls crew with a patient in cardiac arrest and connected to an AED. The disposable defibrillation/ECG electrodes were disconnected to the als device. According to the reporter, the leads button was pressed to switch to paddles but paddles would not display as a choice in the leads list. Device power was cycled then the device operated properly. The patient's ECG was diagnosed as asystole and the patient was not resuscitated. The reporter indicated the alleged device malfunction did not cause or contribute to the patient's death because the patient was not viable.